Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hw12c" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged usb connector. A receiver charge and boot test was performed and failed due to a damaged usb connector. The receiver data log was not downloaded for review due to a damaged usb connector. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.